Event description:
A 16 french coude foley catheter with a 5 cc balloon was inserted in this pt in 2000 because they were having difficulty controlling their urine. This was inserted by a urologist because nursing was unable to do so. Urine leakage around the catheter on 6/26/00. Nursing was unable to deflate balloon for catheter removal. Urologist consulted who went in the rectum with a 22 gauge needle and popped the balloon. Catheter was then removed.